Manufacturer narrative:
(B)(4): review of pre-implant cta¿s and 3d film report confirmed that the patient had a 4.5cm penetrating ulcer that was 6mm caudal to the lsa. The lsa had a mild dissection noted. The proximal neck diameter just past the lcca measured 32 ¿ 33mm, and the proximal seal length distal to the lcca was 20mm. The proximal seal also contained areas of calcification. The distal landing zone diameter varied from 29mm (mid-arch) to 27mm (descending thoracic). There were no films showing the abdominal aorta and access vessels. Review of cta¿s from 2-months post-implant revealed that a single valiant stent graft was implanted in the patient¿s thoracic aorta. The proximal end of the device was positioned just distal to the lcca, and the device extended across the top of the arch. The max diameter of the covered ulcer measured 4.8cm, and contrast was seen outside the stent graft and within the ulcer, approximately 1-2cm distal from the lsa. This appeared most likely to be a proximal type I endoleak. The proximal stent graft diameter measured ¿ 31 ¿ 32mm, and the distal stent graft diameter was 26mm. The stent graft was patent and no additional issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. It is possible that the reduced proximal seal zone caused by the ligated lsa stump, as well as the calcified proximal neck anatomy, may have also contributed to the endoleak.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the physician reported the 36/36/100 valiant stent graft had a type 1a endoleak that was seen on CT. Analysis by the physician determined that the valiant stent graft landed correctly at the lcca, however due to the fact that the lsa was ligated a stump remained allowing for a type ia endoleak since the lsa stump essentially eliminated the seal zone. The patient will be monitored. No clinical sequelae were reported and the patient is fine.